Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. It was noted that due to the patient's history of twiddling, the device had been implanted deeper than usual.